Event description:
It was reported that during a da vinci sp-assisted surgical procedure, physical damage was observed on the connecting part of the monopolar curved scissors (mcs) instrument. A fragment fell inside the patient but was retrieved during the same surgical procedure. The case was completed robotically using a backup mcs instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken tube adapter. The broken piece, measuring approximately 0.089" x 0.076" in size, was not returned with the instrument. .